Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient was supported by ecpella for mechanical circulatory support. Extracorporeal membrane oxygenation (ECMO) was removed and the next day, the patient experienced ventricular fibrillation. ECMO was reinserted, but the patient could not be saved and subsequently the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.